Event description:
It was reported that pump displayed altitude alarm and required cartridge replacement earlier in day before customer contacted support. There was no adverse impact to the customer's blood glucose level. Customer replaced cartridge, insulin delivery was not left suspended, and pump resumed normal operation after customer received and acknowledged tips from technical support for preventing future altitude alarms.